Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that a competitor tachy lead had increased impedances along with noise, and it was initially believed to be a lead issue. Varying impedances were also seen. Later, it was reported that the doctor believed the device header or something in the device was bad based upon testing. Manipulative testing with the old device showed noise, but when a new device was connected noise could not be produced even with manipulation. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found.